Event description:
Alert: rv defib lead impedance warning on (B)(6) 2025. Alert: rv bipolar lead impedance warning on (B)(6) 2025. Alert: atrial bipolar lead impedance warning on (B)(6) 2025. Alert: left ventricular lead impedance warning on (B)(6) 2025. Appears to be during generator replacement procedure according to patient (between 9-9:30am, discharged at 10:30am.) This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).